Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient thought they broke the ins and was concerned they broke the corner of the ins off; it was noted to not feel the same and felt like it was in two parts. It was noted that the patient went down a slide with their grandkid on a burlap sack and got twisted around and ended up on their stomach; it hurt the next day and the patient had a lot of black and blue. The incision was three inches from the black and blue spot and the patient started bleeding three inches from the incision. When the patient got up in the morning, there was blood; the patient started pressing on it and got 1/3 cup of blood out for three days ¿ it was noted to be blood and interstitial fluid. The patient had to use gauze at first and was bleeding through the gauze. It was noted that the patient could still communicate with the patient programmer and ins and was still getting therapeutic relief. The bruising was clearing up and it was not as painful to sit, and the bleeding was just a trickle now. The patient had an appointment scheduled with their doctor tomorrow. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device was nothing but a pain in the ass and they were never happy with it. The agent asked when it became painful for the patient and the patient stated they went down a slide and their foot caught on the slide and spun them around and it "ripped it up in the tissues" in the buttock and patient was limping. It bled inside and took 5 months to get repaired and they kept having to drain it of blood and it was toxic. Patient had to go to a wound specialist. They ended up fully removing that device and reimplanted in the other hip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported it was not determined if the implantable neurostimulator (ins) was broken in two pieces and/or the corner broke off. The hcp stated the actions/interventions taken to resolve the ins corner breaking off was the patient had surgery on (B)(6) to remove the infected stimulator and a new one was placed on the opposite side. There were no further complications that have been reported as a result of this event.